Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on an e411 analyzer. The sample initially resulted as 0.05 ng/ml and this value was reported outside of the laboratory. The patient was held in the emergency room to have another sample collected 4 hours later. A second sample was collected and resulted as 0.01 ng/ml accompanied by a data flag. The patient was then released from the emergency room. The first sample was then repeated on the same analyzer and a different e411 analyzer, with both repeats resulting as 0.01 ng/ml accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The tntstat reagent lot number was 15349101, with an expiration date of 06/30/2017. The field service engineer could not determine a cause. He checked the analyzer and ran performance testing. All results were within specifications. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be insufficient electromagnetic interference compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte. A general reagent issue can most likely be excluded.